Event description:
Reported status: serious injury/medical intervention. Reporting rationale: failure to advance/dissection requiring medical intervention. Device issue: failure to advance. It was reported that the sds failed to cross the lesion, and during the attempt to cross a dissection occurred. An attempt was made to treat the dissection with a balloon catheter (voyager rx unk part number); however, it was not successful as the catheter would not cross. No further treatment was performed. A further visit to the patient confirmed that there were no patient effects from the dissection and the patient is reported to be good. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, stent implant and in the guide wire lumen. There was no contrast visible. There was fluid in the inflation lumen. The stent implant was returned stationary on the balloon in between the markers. There was no damage noted to the stent implant. The balloon was returned tightly folded. There was a strand of balloon shredding on the distal taper of the balloon. There was no damage noted to the sds. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met manufacturing criteria. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.